Event description:
It was reported the patient ((B)(6)) is experiencing intermittent stimulation from her therapy system. More specifically, the stimulation is said to be stopping and starting on its own. A diagnostic test revealed invalid impedance measurements for several lead contacts. Specifics regarding the planned intervention for this issue have not been provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.